Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported unconfirmed false positive results with the ID now covid-19 assay performed. Customer mentioned that patient wast tested negative on an nasopharyngeal lab test. Although requested, no additional patient information, including treatment and outcome, was provided.